Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer is stating that the indicator lights and the alarms do not work.

Manufacturer narrative:
Product was returned for evaluation. The return fields in oracle state: stationary concentrators. Controls, switch/button broken. Manifold, other/defective. Pe valve, not shifting. Complaint was confirmed. The underlying cause could not be determined after reviewing the documentation in this investigation.

Event description:
Dealer is stating that the indicator lights and the alarms do not work.